Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested on 01/22/2009, 01/23/2009, and 01/26/2009 by phone, fax and mail. A completed questionnaire was received on 01/26/2009. This report was mailed to FDA on: 02/18/2009.

Event description:
A consumer reported experiencing swelling pain, and not having "clear vision" following intraocular lens (iol) implant surgery. She also reported that the surgeon rotated the iol. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event. The surgeon reported that the outcome of the rotation as "excellent." The pt reports that symptoms persist.